Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy, bilateral oophorectomy and enterocele repair due to stress urinary incontinence, rectocele and cystocele. It was reported that following insertion the patient experienced uterovaginal prolapse, stress incontinence, enterocele, cystocele, weakened pubocervical fascia, pelvic organ bulging out of vagina, incontinence upon sneezing, coughing and lower rate sitting up from laying down, during sex; discomfort sitting due to prolapse. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh had eroded through the vaginal wall. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.